Manufacturer narrative:
Hattori, h, and ito, k. (2015). Recurrent fracture after anterior tension band plating with bilateral tibial stress fracture in a basketball player. The orthopaedic journal of sports medicine, 3, 1-5. This report is for an unknown 3.5-mm, 7-hole lcp system/unknown quantity/unknown lot. Additional device product code: hwc. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, hattori, h, and ito, k. (2015). Recurrent fracture after anterior tension band plating with bilateral tibial stress fracture in a basketball player. The orthopaedic journal of sports medicine, 3, 1-5. The authors report a case study of the surgical treatment via exchange intramedullary nailing of a new stress fracture that developed after anterior tension band plating treatment of an existing stress fracture, using synthes device, 3.5-mm, 7-hole locking compression plate (lcp) and competitor nail. A (B)(6) male junior high school basketball player, previously diagnosed with bilateral anterior tibial stress fractures, presented with severe pain of the left lower leg. Radiographs of the left leg showed a complete oblique fracture through the anterior tibial stress fracture nonunion; radiographs of the right leg revealed a linear cortical defect with thickened periosteal bone deposition at the midanterior tibia (the "dreaded black line;" diagnosed as a tibial stress fracture nonunion. An intramedullary nailing for the left tibial fracture was performed using competitor device; anterior tension band plating using synthes 3.5mm, 7-hole lcp and screws were used to treat the right tibial stress fracture nonunion. Four months later, the patient was asymptomatic and returned to playing basketball. Radiographs showed that the left tibial fracture had a persistence of the &#34308;readed black line;" the right tibial stress fracture nonunion appeared healed; however there was focal lucency around the proximal locking screw. Seven months after surgery, the patient reported right leg pain. Radiographs showed a more clearly linear cortical defect of the right midanterior tibia; the left leg demonstrated persistent dreaded black line. The patient underwent surgery utilizing the previous incision for removal of the plate and intramedullary nailing. The previously treated stress fracture had healed successfully, but a new lesion was present near the proximal screw hole. An 8.5 mm-ameter tibial nail was inserted into the right tibia without difficulty. The screw hole was grafted with cancellous bone from the tibial reaming. The distal interlocking screw of the left intramedullary nail was removed to allow for compression at the persistent fracture site. Three months after revision surgery, the patient returned to full basketball activity without pain. Radiographs taken 12 months post-operatively showed that the right tibial stress fracture nonunion had healed and the dreaded black line in the left leg had diminished. This is report 1 of 1 for (B)(4). This report is for an unknown 3.5-mm, 7-hole lcp system.